Event description:
Pt states that she was having considerable pain and was having difficulty ambulating herself. She also stated that there may have been a recall open on this device though she is unsure. Pt also provided the components and their identifying info for the system: nexgen lts flex articular surface, lot #60422029, item# 00596404017; nexgen straight stem, lot #62283310, item# 00598801215; nexgen femoral size f/std, rt, lot #62142378, item #00599601652; nexgen all-poly patella, lot # 62258576, item# 00597206532; palacos rg 1 x 40 single, lot # 75774318, item# 00111314001; nexgen tibial tray, lot #61926754, item #00598004701.